Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal (essure device remove)") in a female patient who had essure inserted. In (B)(6) 2003, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (full hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: cross referenced with plaintiff case (B)(4). Concerning the injuries reported in this case, the following one was reported via social media: medical device removal incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.